Event description:
Routine complaint investigation where customer cites an alleged high reading on customer's meter when compared to a lab specimen. Under certain conditions these results could have adverse clinical effects. Products were replaced. No injuries were reported in the field. There was no info provided reporting user technique, medications taken by the customer, or calibration info. There was no strip lot info available.